Event description:
A caller reported experiencing repeated cartridge change errors since their last contact with technical support, having gone through about 13 cartridges in total. There was no adverse impact to the customer's blood glucose level. After escalated troubleshooting, which included confirming proper cartridge use and pump maintenance, it was determined that the caller was unable to successfully load the cartridge despite following all instructions. As a resolution, technical support sent a replacement pump to the caller and provided instructions for returning the defective pump. The customer was advised to input their settings and connect their continuous glucose monitor to the replacement pump once received.